Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, a cartridge alarm 30 occurred during basal delivery. Customer's blood glucose ranged from (394-396) mg/dl. Reportedly, the pump supplies were changed to address the issues.